Manufacturer narrative:
(B)(4). Concomitant medical products: there were multiple reports submitted for this event. The associated MFR report number references are: 3002806535-2019-00222; 3002806535-2019-00223. An investigation is in progress for this event. Upon completion a follow up report will be submitted.

Event description:
Revision due to unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision due to unknown reason.